Event description:
It was reported the device was used during a thoracotomy. It was reported the staples did not form when reloaded with tr30 reload. The case was finished by hand sewing. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. The reported incident of malformed staples could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.